Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was on a plane earlier, however received an altitude alarm later. The customer was able reload the cartridge and resume insulin delivery. The customer's blood glucose level was not impacted.